Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 three infusion set cannula were leaking where tubing clips into cannula housing. The blood glucose level is high and its addressing issue due to correction injection via multiple daily injection. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.